Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as two scratches with open skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nursing staff is aware of the wound but indicated there is no treatment plan in place to address it. Outcome of the wound is unknown.